Event description:
It was reported that when secondary tubing was attached, the contents of the secondary bag immediately entered the primary bag. There was no patient harm reported. The user observed the issue, identified and addressed the problem directly.

Manufacturer narrative:
Additional information: patient identifier, age.

Manufacturer narrative:
The customer¿s report of backflow secondary to primary was not confirmed. No anomalies were observed on the received set during visual inspection. Functional testing showed no anomalies. Basic infusion testing showed no anomalies. A (qn) quality notification search showed no relevant issues for failure mode reported. The root cause of secondary infusion backed up into primary was not confirmed.

Event description:
It was reported that when the secondary tubing was attached, the contents of the secondary bag immediately entered the primary bag. There was no patient harm reported. The user observed the issue, identified and addressed the problem directly.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, ndc 0338-0049-04 lot y293738, exp jul20, 0.9% sodium chloride injection; 50ml baxter bag, ndc 0338-5002-41, lot ld138833, exp 07nov19 ceftriaxone injection. Although requested, no patient details: dob, age ; gender; weight ; or diagnosis were available. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that when secondary tubing was attached, the contents of the secondary bag immediately entered the primary bag. There was no patient harm reported. The user observed the issue, identified and addressed the problem directly.